Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error codes b30 and e216 were unable to be confirmed since the device was not returned. Per the instruction manual of cv-190: "code: b30 error message: scope communication err (b30) possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Stop using the endoscope and contact olympus." "Code: e216 error message: scope communication err e216 contact olympus possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source." A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device."

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that errors "b30" and "e216" occurred. This report is submitted due to a reported b30 error. The problem, as reported to olympus, was identified during a procedure. The procedure was a colonoscopy or an esophagogastroduodenoscopy. A delay in procedure of approximately 2 minutes occurred. There was no adverse effect to the patient attributed to the delay. There was no patient injury, associated with the problem, reported to olympus.